Event description:
A trilogy 100 ventilator was returned to a third-party service center for service for evaluation of foam particles inside the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, no foam particles were visualized inside the device. However, ventilator inoperative and critical service required codes were found in the ventilator's downloaded error log. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previously submitted coding grid for this complaint record to provide the appropriate component, conclusion coding.

Manufacturer narrative:
The manufacturer has not received any additional information confirming the alleged device issues. On device evaluation there were no visible foam particles found in the device. The previously reported error codes were not confirmed in the device evaluation. It was reported the device operating software was upgraded. The device passed final testing. If additional information becomes available, a follow up report will be submitted.